Manufacturer narrative:
The iron2 reagent lot number was 845865 with an expiration date of 30-nov-2025. The field service engineer found that the cause was consistent with leaking reagent probes. The customer mentioned that they replaced and performed adjustments for the reagent probes and piercer. No leaking was observed after that. The instrument was performing within specifications. The service actions resolved the issue. No further issues were reported after the service visit. The cause was traced to a component failure.

Manufacturer narrative:
The iron2 reagent lot number and expiration date were not provided. The provided data noted the following: the gear pump head needed to be exchanged because its lifetime threshold had been reached. On (B)(6) 2025, an abnormal aspiration alarm. On (B)(6) 2025, photometer, top cover open, and abnormal aspiration alarms. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with iron gen.2 (iron2) assay on a cobas 8000 cobas c 502 module. Initial result: 18 ug/dl. The physician questioned the initial result, and the sample was repeated twice. Repeat results: 13 ug/dl and 10 ug/dl. The repeat result of 10 ug/dl was deemed to be correct.